Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported that the patient received several shocks after being high on methamphetamine and while having intercourse. The patient had recently been seen for this same scenario. It was noted that there was a note for this same scenario approximately two years ago. Programming changes were discussed. Upon interrogation, the same details as before were witnessed, external noise on the rv lead during detection. It appears that the inappropriate shocks only take place during this scenario and at no other times. It is unable to describe what the external noise interference during the situation could possibly be. The physician decided to not make any device setting changes. The patient has a history of non-compliance with medications and follow-up appointments and long history of drug abuse. The patient was in stable condition and remained stable until discharged and was fully alert and oriented. No device interventions were performed, only patient education on taking medications and attending doctors¿ appointments and follow-ups.